Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that the patient received medical intervention. Due to the callers time constraints she could not provide any details of the event. We will be reaching out for more information regarding the medical event.